Event description:
It was reported that, "the dr revised a monoblock p.c.a cup due to dislocation. Stem and cup appeared to be well fixed. Cup was explanted and replaced with unk biomet cup and a 36mm liner. The 26mm head was removed from the pca stem and was replaced with a 36mm +5 head."

Manufacturer narrative:
An eval of the device cannot be performed as it was not made available for eval and was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.